Manufacturer narrative:
Device was not returned and no conclusions can be made. Age and condition of the device at the time of breakage is unknown. The cam tightener is used with a torque limiting handle that is uni-directional and only limits torque in a clockwise direction (as shown in the surgical technique). Use of the device in the other direction will not limit torque.

Manufacturer narrative:
Device has not yet been returned to depuy spine for evaluation. A follow up report will be sent when evaluation is complete.

Event description:
Received medwatch 3500a form from FDA, reporting device malfunction. Cam lock tightener of the depuy skyline plating system broke while in use. All pieces were accounted for. There was no adverse outcome reported as a result of this situation. As the user facility reported the event via medwatch, depuy spine is filing a report to document the event.

Event description:
Follow up report.